Manufacturer narrative:
Based on the additional information received, the event can be reasonably attributed to the procedure and the patient's factors. No perceived issues were reported with the device and the sizing difficulties were attributed to the complex re-do surgery per medical judgment received. As such, no further investigation is warranted at this time.

Event description:
On (B)(6) 2019, a male patient had a perceval pvs21 implanted/explanted intraoperatively. The device was replaced with a perceval pvs23. Based on the physician's notes, the patient had a complex re-do operation with a previous free-style root in place. The rigidity of the aortic root made the sizing somewhat complicated. As such, even though the perceval pvs21 was initially believed to be the right size, following deployment, it became obvious that a medium would be better, and it actually was. The mis-sizing was detected immediately upon deployment, the aorta was not yet closed. The leaflets appeared not to coapt easily with evidence of a large gap between the leaflets. For this reason, the pvs21 was explanted and replaced with a perceval pvs23. The patient remained stable throughout the entire procedure. The patient has done well and was successfully discharged. No perceived issue with the explanted pvs21 device was reported. The issue was reportedly on the sizing other than anything else.

Event description:
On (B)(6) 2019, a male patient had a perceval pvs21 implanted/explanted intraoperatively. The device was replaced with a pvs23. No other information is presently available.